Manufacturer narrative:
The insulin pump alarm motor error during the basic occlusion test, due to protruded/loose drive support disk. Unit was received with cracked reservoir tube and scratched display window noted during visual inspection.

Event description:
Customer reported that he had high blood glucose; stated that his insulin pump drive support cap is sticking out. Nothing further was reported.